Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-procedure chest x-ray revealed pneumothorax. Manipulations while preparing subclavian access is a possible cause of the pneumothorax. The patient was treated with chest tube drainage. The issue was resolved. The patient was recovering.